Event description:
I started having a list of bii (breast implant illness) symptoms a year after I got my silicone breast implants put in. The list is long. Had seen specialist after specialist and seen in the ER several times a year and everyone was "fine". I just had them removed in (B)(6) 2021 and feel amazing again. FDA safety report ID# (B)(4).